Event description:
A patient reported experiencing cartridge alarms on their insulin pump starting over the summer, leading to the receipt of a replacement pump from tandem. However, the new pump also triggered cartridge alarms multiple times daily, causing frustration and prompting the patient to revert to multiple daily injections (mdi), resulting in an increased a1c level. The patient reported the ongoing issues with the replacement pump and sought assistance for another replacement or troubleshooting advice. There was no adverse impact to the customer¿s blood glucose level. The clinic observed the alarm during a cartridge change and advised the patient to contact tandem support again for further assistance.